Event description:
It was reported that a patient was unhappy ¿with what he got¿ and stated that his stimulation did not ¿vibrate for crap, it¿s junk¿. It was reported that the patient had a ¿permanent one that did not need charging¿ for some time. It was reported that within 3 weeks [of having a new rechargeable device], the patient had to turn it as high as it could go to feel stimulation. The patient stated that if the ins could not be ¿jacked up¿ where he could feel it, then it should be taken out. It was reported that his ins vibrates about 1/10 as much as the old device. It was stated that the patient was charging every 4-5 days. It was reported the patient never had therapeutic effect. It was noted that the patient asked why they removed the ¿permanent¿ one when it was working really good. Additional information received reported that a manufacturer¿s representative talked with the patient, who wanted to be seen the next day. It was reported that the patient was set up with a manufacturer¿s representative at the healthcare professional¿s (hcp) office. Additional information received reported that the patient refused to see the manufacturer¿s representative assigned to him. It was stated that the patient ¿might only want to see¿ another representative. Additional information received reported that the patient had a rechargeable ins and managed his therapy well. Additional information received reported that the patient was seen (B)(6) 2014 and that impedances (all 16) were normal and electrodes were functional. It was reported that one lead had migrated to t5-t6, and it was stated that the patient ¿very possibly¿ had a ¿disproportionately very large epidural space¿. It was reported that the patient was successfully reprogrammed to capture low back. It was reported that the patient would continue to recharge every 4-5 days due to high amplitude/energy demands. It was stated that the patient issue had been resolved and that the patient was ¿pleased¿.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).